Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead was explanted and replaced due to unknown reason. The condition of the patient is unknown.